Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of sensor glucose and blood glucose differences. The customer's blood glucose reading was 140 mg/dl at the time of incident. Customer indicated that the pump shut off by itself. The product will not be returned.